Event description:
It was reported that when an asymptomatic patient presented in the operating room for device change out, externalized conductors were seen. No electrical anomalies were detected. The lead was capped and replaced. The patient was fine after the event.